Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy connector assembly and observed that sockets and tabs were missing from the contact barrels within the connector. Because of the missing sockets and tabs, the therapy cable was unable to make an electrical connection with the device.

Event description:
The customer reported that their device would no longer detect a connection through the therapy connector assembly. Without this connection, the device would not have the ability to deliver defibrillation energy, if needed. There was no patient use associated with the reported failure.